Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the arterial line kinked off in the patient and as a result, the technician attempted to remove the catheter. However, when removing the catheter, it became stuck in the patient and the technician had to use a scalpel and perform a cutdown to remove it. Additional information received on (B)(6) 2011 stated the event occurred in the intensive care unit (bed 501) during insertion via the right radial artery. The artery was accessed, blood flash was obtained and the spring wire guide (swg) advanced. The catheter was advanced approximately 1 inch before resistance was met; the catheter would not feed any further. Attempt to withdraw the catheter was unsuccessful, it was stuck subcutaneously. The overnight hospitalist was contacted and performed a cutdown procedure to free the catheter which was sheared. It is noted the swg was bent. The catheter was replaced with a new kit in the left radial artery. The patient outcome is stable on the ventilator. Additional information received from the sales representative on (B)(6) 2011 stated the patient remains stable on a vent. Another line was placed in the left radial. The only "injury" is that they had to perform a cutdown and a scalpel was used to free the catheter. All of the line was removed.